Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the specimen during a laparoscopic cholecystectomy, the plastic bag was torn during the retrieval process. It was also stated that the specimen did not fell off the bag. The bag was then removed to complete the procedure. There was no patient injury.